Event description:
Intera oncology received a report that intera 3000 hepatic artery infusion pump serial number (B)(6) was opened during implantation and noticed the beads were insufficient. The general surgeon prepared and implanted a new pump to the patient.

Manufacturer narrative:
The device history record, rtr-0883-20001 l/n 29352420, was reviewed. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology is presently investigating the root cause of the reported incident and is examining the pump. The causes of this incident are inconclusive. Therefore, once we obtain updated information, we'll submit a supplemental report.

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29352420, was reviewed. The pump was manufactured on july 16, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Pump serial number (B)(6) was returned to intera oncology on (B)(6) 2024. The pump evaluation process began on january 9, 2025. The pump investigation was done by a qualified representative who performed multiple tests. The complaint of pump beads being insufficient during or prep due to pump malfunction was not observed during testing. The pump demonstrated normal flow initiation and passed all functional tests. Therefore, the complaint was unable to be confirmed.

Event description:
Intera oncology received a report that intera 3000 hepatic artery infusion pump serial number (B)(6) was opened during implantation and noticed the beads were insufficient. The general surgeon prepared and implanted a new pump to the patient.